Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined at this time; however, the instruction manual does warn users "carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged."

Event description:
Olympus was informed that upon receipt, the sterility of the device was found to be compromised, as the jaws of the device appeared to be sealed into the end of the packaging. The device was not use on a patient; therefore, no patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, update the device lot number and to provide the device manufacture/expiration date. The device was returned to the original equipment manufacturer (OEM) for evaluation. The OEM performed a visual inspection on the received device and found the package partially open with the jaws poking out of the tray. The OEM was able to duplicate the customer¿s complaint by subjecting a sealed test device to extreme conditions, which included vigorous shaking and dropping the device from a distance between 5¿ and 6¿ multiple times. A review of the DHR was performed and revealed that the subject device was assembled correctly with an insert present between the device and lid. In addition, the device was packaged with a full seal around the perimeter. Based on the investigation findings, it was determined that the package was subjected to mishandling during distribution that allowed the device to migrate forward and puncture through the package seal.